Event description:
The user reported that while preparing for a percutaneous coronary intervention procedure the thumbwheel on the hemostasis valve included in the kit could not be tightened. No harm or injury was reported.

Manufacturer narrative:
The suspect device is not expected to be returned for eval. A f/u report will be submitted when the investigation has been completed.